Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A 300cm v-14¿ controlwire® guidewire was advanced to the lesion. However, during procedure, it was noted that the tip of the wire broke off. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip kinked and the polymer coating of the distal tip is detached. The outer diameter (od) of the device and od of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the tip of the wire was pinned against some calcium with a non-bsc crossing catheter. When the physician tried to bring the wire back into the catheter, the tip broke off. The detached fragment was not removed from the patient and was lodged in the anterior tibial artery that was not opened causing no risk of fragment migration nor disruption.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip of the wire was pinned against some calcium with a non-bsc crossing catheter. When the physician tried to bring the wire back into the catheter, the tip broke off. The detached fragment was not removed from the patient and was lodged in the anterior tibial artery that was not opened causing no risk of fragment migration nor disruption.